Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination in the plunger head. There was several check syringe plunger sensor revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the contamination in the plunger head. The plunger cases, plunger cam, plunger float, push block, case seal and right and left timing plates were replaced. The device was cleaned and greased. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device had a check syringe plunder sensor. There was no patient involvement, the event occurred during setup of the pump.